Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. In this event, no injury was reported. The default mode reported in this event, the file is not hold by the contre angle, rotary instrument is a known failure mode that can be resulted from various causes the number of reuse of the instrument, the experience of the dentist, an issue with the contra angle/motor, or a defect in the instrument. Cartridge required replacement. Such incidents are monitored and investigated at maillefer. Should this trend increase these events will be reported immediately. If new information is received, the reportability will be reevaluated if needed.

Event description:
In this event it was reported that a x-smart plus contra angle did not hold files; no injury resulted.